Manufacturer narrative:
The pump passed displacement test, rewind and basic occlusion test. There was no motor error alarm noted during testing. The pump was unable to prime during prime test due to moisture damage force sensor resistor. The motor was tested outside of the device and passed. The pump was programed with the test mini link and glucose sensor simulator. The unit communicated properly with a glucose sensor simulator. The sensor features are working properly. No lost sensor alarms were noted. The pump was received with cracked reservoir tube lip, minor scratched display window and cracked case at display window corner.

Event description:
The customer's mother reported via phone call of issues with the customer's insulin pump. The mother states they have received lost sensor and motor error alarms. The customer's blood glucose level at the time of lost sensor was 90mg/dl. The customer's blood glucose level at the time of motor error alarm was unknown. Troubleshoot was conducted. The customer was advised the pump would have to be replaced and returned for analysis. The customer states the pump is delivering insulin fine and will remain on the current pump until replacement arrives.